Event description:
Reporter alleged the customer obtained a result of 111 mg/dl on the aviva system while acting not all there at 7:15 am. Reporter stated he took his normal 48 units of lantus insulin and passed out at 7:45 am. Reporter stated she tested him, using the same aviva system, and obtained results of 108 mg/dl and 158 mg/dl an unknown time apart. Reporter treated the customer with cranberry juice and called the emts who arrived by 8:00 am. Reporter stated a result of 29 mg/dl was obtained on the emts' system within 10 minutes of a result of 61 mg/dl on the aviva system and the customer was treated with a glucagon shot. No other actions were reported taken or treatment received. A request was made for the return of the affected product.